Event description:
It was reported that the patient experienced pain to her left lower arm and hand after an implant procedure. The patient was taken back to the operating room as the physician was concerned that the lead was causing the pain. The patient underwent a lead replacement procedure and felt improvement afterwards. The explanted lead was discarded per hospital policy.